Event description:
The user said they came in 2009, and saw enough water on the floor coming from under the instrument that they had to mop it up. The water was into an exposed area of the lab where there is a common walkway. The user stated it appeared to be di water as it was clear and did not appear to be contaminated waste water. The water leak was cleaned up by the user but could have been a slip hazard. The instrument was not being used for pt testing at the time of the leak. No operators were harmed.

Manufacturer narrative:
The field service rep determined the sample wash station drain tubing was clogged and replaced the tubing. He performed a mechanism check to verify operation of the analyzer without further issues.